Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was over 500 mg/dl. The patient felt nausea. She had been treating using the insulin pump. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped; however, the site was sore and red. There were also white parts inside of the tubing. The site was tender, sore, swollen, and red with discharge. The insulin pump was not returned for analysis.